Manufacturer narrative:
No button response due to keypad connector not plugged in properly. Unit had broken belt clip slot, cracked battery tube threads, reservoir tubelip, reservoir tube, scratched lcd window, reservoir tube window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.